Event description:
During a cath lab procedure- patient and cardiogenic shock and impella was used. During placement of the impella into the aorta, the catheter folded and possibly kinked. Impella console stated purge pressure high. Impella cp later exchanged for new catheter brought by rep. No harm to the patient noted.